Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a rapid battery depletion. Moreover, engineering analysis was performed in which result showed that the ICD had a high atrial sensing. It also appeared that the patient was in atrial fibrillation (af) for a long time. It was then suggested to program off the atrial lead and change the brady mode to non-atrial mode. To date, this ICD remains in service. No adverse patient effects were reported.